Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint of error code 1310. The device was in good condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of error log found error code 1310. The reported problem was replicated, and the cause was a faulty real time clock (rtc) battery. The pump required the rtc battery to be replaced in order to fix lec1310. The downstream occlusion (dso) sensor also required replacement. The device passed functional and delivery tests.

Event description:
It was reported that there was a 1310 error code. The event occurred within calibration/verification date interval. There was no patient involvement. Analysis of the device found that the downstream occlusion (dso) sensor needed to be replaced.